Manufacturer narrative:
The full patient identifier is (B)(6). A beckman field service engineer (fse) was dispatched to the customer site. The fse found the peristaltic pump tubing popped off, and liquid dripped onto the power distribution board. The fse replaced the power distribution board and cables that were damaged. The fse performed multiple initializations with remaps, cleaning of all positions and run passing system check. There is sufficient evidence to reasonably suggest a hardware malfunction was the cause of the smoke reported by the customer.

Event description:
On (B)(6) 2020 the customer reported smoke was coming from their laboratory's dxi 800 access immunoassay w/dual gantry analyzer (part number a71457 serial number (B)(4)). The fire department was called. No erroneous patient results were generated. No affect to patients or end-users has been reported in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse found the peristaltic pump tubing came loose, causing liquid to drip onto the power distribution board. The fse replaced the power distribution board and cables that were damaged. The fse performed multiple initializations with remaps, cleaning of all positions. The instrument is now working within specifications.